Event description:
Event description guidant received information that no r-waves or pacing were observed from this right ventricular lead. The lead impedance measurement had increased and dislodgement with diaphragmatic stimulation and possible cardiac perforation were reported. The lead was explanted and returned for analysis. The pacemaker's ventricular port was plugged; therefore, the patient will be atrial paced.